Event description:
The user visited the clinic on (B)(6) 2021, reporting that they had no hearing with the device for 1 month. The user was re-implanted.

Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user visited the clinic on (B)(6)2021, reporting that they had no hearing with the device for 1 month. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The user visited the clinic on (B)(6) 2021, reporting that they had no hearing with the device for 1 month. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on the (B)(6) 2021, reporting that they had had no reports of hearing with the device for 1 month.